Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No bolus anomaly noted during testing. Pump passed all operating currents tested within the specification range and passed off no power test. Pump passed the delivery accuracy test. Pump received with corroded battery tube, broken battery tube thread, cracked reservoir tube lip and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. The customer had not reported any symptoms and was treated with juice and food. Customer's blood glucose value was unknown at time of incident. Customer's current blood glucose value was 74 mg/dl and was 39 mg/dl. Troubleshooting was performed. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low blood glucose. Customer alleges pump is over delivering as the customer was low. The drive support cap appears normal. Customer reports damage to the pump at top of battery compartment. The product was not returned for analysis.